Event description:
In 2001 the end-user's family member called minimed, USA and stated that end-user is using the quick set. End-user has had 9 sets where the infusion set has detached completely from the tape that is attached to end-user skin. In june 2001 maersk medical received the complaint and 1 used infusion set.